Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during an aortic valve implant procedure patient death occurred. Another manufactures aortic valve was implanted. The patient's blood pressure decreased. Electrocardiogram (ECG) was performed to find the cause of the blood pressure drop and cardiopulmonary resuscitation was performed to maintain cardiac output. ECG revealed pericardial effusion. The physician decided to operate sternotomy to amend the cardiac perforation and found the pericardial tamponade at the posterior and lateral wall of the left ventricle. After surgery, the non bsc valve was found moved up into sinus of valsalva. The physician decided to implant a second non bsc valve to fix the aortic regurgitation. Second valve was implanted successfully, and patient was sent to the coronary care unit with heart lung machine (cardiopulmonary machine). The patient then died on the same night of implantation.